Manufacturer narrative:
A medtronic representative went to the site to test the equipment. While performing an imaging system check-out, a medtronic representative, performed several troubleshooting steps. The local area network (lan) connection between image acquisition system computer and mobile view station computer was bypassed via the lan cable. Remote connection to image acquisition system computer was established yet the pendant did not display normally. The pleora to the mobile view station computer lan connection was bypassed with an external lan cable. After rebooting the imaging system full communication was established. The representative concluded the umbilical cable had two broken lan cables. The medtronic representative replaced the umbilical cable, after part replacement the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Confirming two lan ethernet connections from the umbilical cable are broken causing the reported issue. On-site investigation was completed, on the returned part confirming the reported problem "no communication between mvs and o-arm". A test was performed revealing the yellow and blue lan are broken. Broken cable wires pin 1, 2 4,5, 9, 10 and 11. This event was identified during a retrospective review as discussed with the (B)(4)district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, a call was received from a site representative that while in a spine procedure, there was no communication between the site's image acquisition system and the mobile view station. The pendant displayed the error message "connected but not ready". Several attempt to reboot the system did not resolved the issue. The surgeon discontinued use of the imaging system. The surgery was successfully, completed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.